Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft fracture occurred. Prior brachytherapy of the target lesion was noted. Vascular access was obtained through the right radial artery. The 90% stenosed, concentric, de novo was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion diameter was 3.5mm by 20mm in length with a >45 and <90 degree bend. The lesion was pre-dilated with 2.0mm x 1.5mm maverick balloon catheter and was 70% stenosed immediately after pre-dilation. Upon attempting to treat the lesion, the physician used the 15mm x 3.5mm quantum maverick monorail balloon catheter and an unspecified stent balloon for kissing balloon technique. The shaft of the 15mm x 3.5mm quantum maverick monorail balloon catheter broke upon "untreading" and the balloon catheter was removed with no patient outcome. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft fracture occurred. Prior brachytherapy of the target lesion was noted. Vascular access was obtained through the right radial artery. The 90% stenosed, concentric, de novo was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. The lesion diameter was 3.5mm by 20mm in length with a >45 and <90 degree bend. The lesion was pre-dilated with 2.0mm x 1.5mm maverick balloon catheter and was 70% stenosed immediately after pre-dilation. Upon attempting to treat the lesion, the physician used the 15mm x 3.5mm quantum maverick monorail balloon catheter and an unspecified stent balloon for kissing balloon technique. The shaft of the 15mm x 3.5mm quantum maverick monorail balloon catheter broke upon "untreading" and the balloon catheter was removed with no patient outcome. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint quantum maverick balloon catheter was returned in two pieces. The first piece measured approximately 40.5cm from the distal edge of the strain relief to the hypotube broken location. The second piece measured approximately 101cm from the hypotube location to the distal end of the tip. Visual examination of the fracture site revealed evidence of the device having been kinked prior to the break. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).